Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and proximal the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Event description:
It was reported that a lead integrity alert was triggered due to high right ventricular (rv) lead impedance measurements and high short interval counts (sic). A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.